Event description:
The customer reported that the insulin pump was delivering too much insulin. Troubleshooting was performed. The customer was getting a failed battery alarm. The customer stated that he uses 7 units to prime prior to seeing the insulin coming out of the tubing before the numbers start climbing on the screen. The caller stated that he has also lowered his basal rates, and has not been delivering boluses when eating, and his blood glucose is still running low. Advised caller to discontinue use of the insulin pump and revert to backup plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk. The device was received with currents within specs, and no unexpected failed battery alarm noted.